Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited loss of capture (loc) on the left ventricular (lv) lead. Boston scientific technical services (ts) also noted that there was a recent threshold elevation. Ts recommended a clinic evaluation to identify a suitable vector and program output with a reasonable safety margin. No patient adverse events were reported. This crt-p system remains in service.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited loss of capture (loc) on the left ventricular (lv) lead. Boston scientific technical services (ts) also noted that there was a recent threshold elevation. Ts recommended a clinic evaluation to identify a suitable vector and program output with a reasonable safety margin. No patient adverse events were reported. This lv lead system remains in service. Additional information was received indicating that the patient underwent a revision surgery in which this lv lead was capped and replaced. No additional adverse patient effects were reported.